Manufacturer narrative:
The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, and severely scratched display window noted during testing. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had several scratches on the display window. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.